Event description:
It was reported that the distributor received information that after 15-18 days in use, the father was trying to aspirate the patient and could not pass with the probe. So he checked the condition of the devices and noticed that the cannula was separated from the collar. He removed the rest of the cannula that remained in the airway pressing around the stoma to pull it out. Distributor notes that the break in the cannula is well-defined and does not appear to be a tear.

Manufacturer narrative:
Other, other text: device evaluation two pictures were received to perform an investigation. A visual inspection of the pictures found a tracheostomy product in which the tube was not joined to the flange. It could not be determined if the tube was broken or just detached from the flange. A device history record (DHR) review was performed and found no deviation or non-conformance related to the failure reported. A non conformance report (ncr) was opened to determine root cause. Based on further analysis, it was found that an equipment generator malfunction caused variation in temperature where a low level caused a detachment while a high level weakened the tube. This equipment was the only one, where the part numbers affected could be produced. The root cause was determined to be a manufacturing problem. Additional information b2, g5, h3 and h6.